Event description:
Device was not working properly. The pump was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional info is received.